Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had no details available for atrial fibrillation (af) daily burden due to the programmed parameters. The icm remains in use. No patient complications have been reported as a result of this event.